Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
The voluntary medwatch report indicated that the patient with a left ventricular lead presented with an infection. The patient was treated with antibiotics. No adverse patient consequences were reported.